Manufacturer narrative:
The patient side manipulator (psm) was returned to isi for failure analysis investigation. Failure analysis investigation found that the psm failed weighted brake drop test. The axis-2 brake was replaced. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur, it could likely cause or contribute to an adverse event.

Event description:
Upon restarting the da vinci s system, an intuitive surgical inc. (Isi) representative observed a 23022 error message indicating that a brake fault on the patient side manipulator (psm) occurred. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. There was no allegation of patient harm, adverse outcome or injury reported.